Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alerts and insulin pump powered down last week. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had scratches on the screen, reject new batteries, insulin pump was loses date and time setting, unexplained no delivery alarms. Customer also stated that the motor was louder to rewind. The insulin pump will not be returned for analysis.